Manufacturer narrative:
H6 : mechanical (g04) - drill. Visual examination of the returned product identified signs of use (nicked, gouged, scratches) and a fractured surface confirming the reported event. Device was submitted for further analysis. Analysis determined sem images of the fracture surface show sheared ductile dimples changing direction around the fracture surface. Fracture surface artifacts are consistent with torsional overload. Dimensional analysis of the product determined that the product was conforming to print specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for these items and the reported part and lot combinations. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2 : foreign country : japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when inserting the anchor plug drill bits, the drill bits fractured. There was a 1-2 hour delay due to the instrument fracture and adjusting the drill guide hole as the surgeon noted it to be deformed. The surgery was completed with the same anchor plug implant but they used drill bits from another anchor plug implant. No foreign bodies were retained. Attempts have been made and all available information has been provided.